Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states they needed assistance with going through bolus wizard. The customer's blood glucose level at the time of incident was 552mg/dl. The customer's levels had been as low as 72mg/dl. The customer states the highs were attributed to having not turned the pump back on, after they had shut if off for lows. The customer declined to troubleshoot for the highs. The customer was able to get bolus and would be requesting more training.